Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2026 due to pain. Although the patient's bones were completely fused/healed, boney prominence and hardware overgrowth were also noted. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. Additional information indicates the patient was seen on (B)(6) 2026 for a post-op visit and is doing great. Removal of the hardware has resolved the patient's pain. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the patient's pain is prominence of the bone resulting from hardware overgrowth. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same removal surgery were reported in 3011623994-2026-00045 and 3011623994-2026-00046.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2026 due to pain. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.